Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: prospective randomized multicentre study comparing stapler haemorrhoid opexy with doppler-guided transanal haemorrhoid dearterialization for third-degree haemorrhoids author(s): a. Infantino, d. F. Altomare, c. Bottini, m. Bonanno, s. Mancini. Citation: colorectal disease 2011, 14, 205¿213 / doi:10.1111/j.1463-1318.2011.02628.x. The aim of this prospective randomized multicentred study was to compare the effectiveness of transanal haemorrhoid dearterialization (thd) vs stapler haemorrhoid opexy (sh) in the treatment of third degree haemorrhoids in an equivalent trial. A total of 169 patients with third-degree haemorrhoids were randomized to receive thd [n=85 (n=58 male, n=27 female mean age 47.6 ± 11.9 years (range 24-70))] or sh [n=84 (n=58 male, n=26 female, mean age 46.2 ± 11.5 years (23-70))]. In sh group, stapled haemorrhoid opexy was performed using pph01 or pph03. Early postoperative complications included haemorrhage (n=3) all were managed conservatively; thrombosis (n=3); haematoma (n=4); and others (n=1). Late postoperative complications included anal pain (n=3); deep rectal abscess (n=1) was surgically drained 13 months after sh; faecal urge incontinence (n=1); obstructed defecation (n=1); pain more than 30 days (n=3); recurrence (n=?); and spontaneous pain and pain during evacuation (n=?). Both thd and sh techniques are effective for the treatment of third-degree haemorrhoids in the medium term. Thd has a better cost-effective ratio and lower (not significant) pain compared with sh. Postoperative pain and recurrence did not differ significantly between the two groups.